Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed functional verification testing. There was no reported patient involvement. The rse evaluated the device remotely and was unable to reproduce the reported problem. The device tested successfully and no issues were observed. The device was returned to service and remains at the customer's site. Based on the information available and the testing conducted the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device successfully passed testing and no issues were observed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.